Manufacturer narrative:
(B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced an upstream occlusion alarm after one minute or more of delivery prior to an open key press. The open key press indicated that an unknown set was replaced. This condition had the potential to interrupt delivery. This complaint will address the possibility that the unknown set was defective causing the upstream occlusion alarm. Patient involvement is unknown. There was no patient injury or medical intervention reported for this report. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted.